Manufacturer narrative:
The device was received undeployed. An 0x12 alarm halted the device's operation after it completed first prime at 48 pulses. The device was reset and rerun, and no anomalies were observed in the rerun data. The cause of the hazard alarm could not be conclusively determined. The needle's failure to deploy can be attributed to the hazard alarm. Corrosion was observed on the middle battery. However, the low quantities of corrosion as well as where this corrosion is situated on the battery would not be enough to validate the corrosion on the battery as the cause of the alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.